Manufacturer narrative:
Evaluation summary: electrohydraulic lithotripsy probe, 9 fr. Visual inspection confirmed the insulation split on one side at the tip and the metal bushing underneath the insulation split on both sides. There were no missing pieces. There was no other damage to the tip of the probe. When a probe fails a split of this type will occur. We were not informed of the probe as being in the pt when it failed. This is an expected mode of failure when a probe is fired outside of the pt. Cause of event: user device interface. An add'l copy of our manual will be provided to the customer.

Event description:
It was reported that during stone removal in the bladder three minutes into the case, the probe split from the tip to the shaft. Another probe was used for the procedure. There were no consequences to the pt.